Manufacturer narrative:
The c-taper cocr lfit head 26mm/0; cat# 06-2600; lot# mkhx74 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information was requested. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving an uhr head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection was performed, but the results were unremarkable. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient infected (strep).

Event description:
It was reported that patient infected (strep).